Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): stop of the infusion. Drug: tienam.

Manufacturer narrative:
(B)(4). The device is currently on shipping from (B)(6) to (B)(4) for investigation. A follow-up report will be provided after the inspection results are available. We have informed our MFR according. The results from reviewing of the device history record in (B)(4) system of product; found that this bath was manufactured on the 06/23/2012 and did not find any non conforming results. The results of flow rate testing after sterilization, are within the specification as shown below: nominal flow rate = 200ml/hr. Test specification: = 15%. Flow rate sample 1:223.67 ml/h; flow rate sample 2: 219.81 ml/h; flow rate sample 3: 226.29 ml/h; flow rate sample 4: 228.90 ml/h; flow rate sample 5: 221.38 ml/h; flow rate sample 6: 229.82 ml/h; flow rate sample 7: 225.44 ml/h; flow rate sample 8: 227.64 ml/h.